Manufacturer narrative:
The technician found hardware missing from the siderail. The technician replaced the latch bushing, roller guide and lower pivot bolt to repair the stretcher.

Event description:
Information received indicates the right siderail will not latch.